Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Follow up information received by a nurse which medically confirms this report. It was reported that the patient remained hospitalized not due to the event but to patient's underlying disease.

Manufacturer narrative:
Complaint no: (B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from portugal of fungal peritonitis in a patient coincident with physioneal therapy for continuous ambulatory peritoneal dialysis (capd). It was reported that physioneal therapy was temporarily withdrawn. On (B)(6) 2012 the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. On (B)(6) 2012, the patient received antibiotherapy with vancomycin (2g) and ceftazidime (1g). On (B)(6) 2012 the symptoms were not improving and the patient was hospitalized. On (B)(6) 2012, the peritoneal catheter was removed as part of what was reported as the hospital's standard procedure for fungal peritonitis treatment. On (B)(6) 2012 the patient began hemodialysis. It was not reported whether the patient was discharged. The patient was recovering from this peritonitis event.